Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown, initial reporter - unknown, manufacture date ¿ unknown, product location unknown.

Event description:
It was reported that a patient underwent an unknown initial procedure on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reasons. During the revision, the revision system console failed with an error message and a loose spool. No further information has been provided at this time.